Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate (B)(4) devices, including serial number (B)(6), were manufactured and accepted into final stock on 4-oct-2018 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Oil on the attachment. No surgical delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Oil on the attachment. No surgical delay. Case type / application: tka.